Event description:
Approx 2cc of a sterile endoscope anti-fog solution was erroneously injected into a pt's abdominal skin in preaparation for a laparoscopic cholecystectomy procedure. The surgeon mistook the anti-fog solution bottle for a vial of xylocaine injection. The high alcoholic content solution was apparently abosorbed in the pt's tissues with no residual effects. No remedial treatment was administered.